Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia.

Event description:
Reference number: (B)(4). Event occurred in australia. It was reported that the patient faced diabetic ketoacidosis event and eventually got hospitalized on (B)(6) 2024. The patient was hospitalized for one day. The blood glucose level was high and at the time of event and the patient got treated with intravenous fluids of saline and insulin. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.